Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument's wires were broken. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
On 03/07/2025, intuitive surgical, inc. (Isi) received user facility report 3901330000-2025-8016 stating: cable on small grasping retraction tip broke during use. Broken equipment sequestered for vendor. No harm to patient.

Event description:
Refer to h11 for follow-up information.